Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a failed dso calibration, and it was also reported that there was no patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "failed downstream occlusion (dso) calibration¿ was not confirmed through, dso and upstream occlusion (uso) calibration. Further investigation found dso and uso seal delaminated, liquid crystal display (lcd) lens nicked, rear housing damaged, battery compartment corrosion, battery door corrosion, and odo: 6001712. Replaced dso and uso seal, lcd lens, rear housing, battery compartment, battery door, and motor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.